Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted, software reloaded, and the power plug was replaced. The system was then found to be working as intended.

Event description:
The customer reported the system failed to save images. No report of patient injury.